Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle fully retracted. After investigation of the needle mechanism, no issues were found that would result in the soft cannula retracting. The device ran for 3283 pulses and was deactivated by the user due to a 0x1c hazard alarm, indicating the end of the 80 hour expiration time of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula retracted before the pod was filled; indicating the needle mechanism did not function as intended. The pod was not worn.